Event description:
It was reported that during a shoulder repair surgery the anchor got broken. No patient injury was reported. Back-up device was available to complete the surgery. All the broken pieces were removed from the patient's anatomy.

Manufacturer narrative:
One twinfix ti 3.5 ultrabraid assembly was returned for evaluation. Visual assessment cannot confirm the reported breakage. The anchor is intact and is free from the inserter. There is no suture attached to the anchor or handle and was not returned for examination. Dimensional assessment of the anchor and inserter found them to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.